Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the catheter became clogged when the statlock was replaced. It was able to pass before the statlock was replaced, but it no longer passed after the replacement. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample and a statlock securement device was attached to the suture wings. Coagulated blood products were visible throughout much of the catheter. An attempt to infuse water through the sample using a 12ml syringe revealed the catheter to be fully occluded by blood products. Microscopic inspection of the catheter confirmed the presence of abundant blood product residues throughout. Microscopic inspection of the valve was unremarkable. Functional testing of the catheter confirmed that it was fully occluded. The occluding material was coagulated blood products. Inspection of the valve was unremarkable and no catheter damage was observed, suggesting that the blood product occlusions may have been related to catheter maintenance techniques.